Event description:
The device could not be used to deliver defibrillator therapy to a patient. The facility subsequently determined the failure was a result of a broken pin on the therapy cable which was used with the device. The reporter stated the belief that patient outcome was not the result of device use. Patient outcome was not reported.